Manufacturer narrative:
The reported issue that syringe module had a defective screen displaying several "dots" was confirmed within a received photo; however the cause could not be investigated further due to no product or device logs being returned for investigation. The file was opened to document the issue that was reported. No device history or qn search was performed since no source device serial number was reported by the customer. The alaris syringe module is typically used for treatment. The file may be closed based on the above facts. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was a patient involvement.

Event description:
It was reported that syringe module had a defective screen displaying several "dots." The event occurred during patient use. Although requested, no additional information was provided.